Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported via the ¿implanted daily expired report¿ from (B)(6) 2014 that the catheter was implanted post use before date (ubd). The ubd for the catheter was (B)(6) 2009 and it was implanted on (B)(6) 2014. No patient harm was reported.